Event description:
It was reported that during a da vinci low anterior resection procedure, one of the cable pulleys of the grasping retractor instrument came loose. Not snapped, nothing poking out, but there was definitely slack when the patient side manipulator (psm) arm was straightens. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be broken at the distal clevis hub. The clevis did not exhibit any damage or wear marks. Broken strands were sticking out at the wrist. There were no other cables at wrist damaged. Additional observation was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the additional finding of main tube damage with material removed, found during failure analysis could likely cause or contribute to an adverse event if to reoccur.